Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that dehiscence and fluid discharge occurred at the system implant site as well as following system intervention to re-implant deeper and even after explanting and replacing the system on the right side, including the use of a teflon pouch. Therefore, the entire system was removed and a test kit ordered to test the patient for potential allergy to metal. No patient complications have been reported as a result of this event.